Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure as extension and retraction of the helix was repeated the physician observed ingress of the body tissue into the helix capsule which caused incapability of extension of the helix. It was noted that during the procedure the patient felt considerable discomfort in pacing and therefore multiple reposition of the lead was done which was considered to cause some issue in the helix and its capsule. The lead was not used and a new lead was implanted instead. No further patient complications have been reported as a result of this event.